Manufacturer narrative:
The t:flex user guide states to replace the cartridge every 48 hours if using humalog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed the infusion set and received another occlusion alarm. A system check was performed. The customer&#38112;blood glucose (bg) level was 163 mg/dl. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. Reportedly, the customer had been using humalog in the cartridge for 4 days and had been wearing the pump next to the skin for an extended period of time. Tandem technical support advised the customer to change the cartridge as humalog was labeled for 48 hours with the pump.